Event description:
An online obituary identified that the vns patient had passed away after a very long illness. The funeral home indicated that there is no information regarding the whereabouts of the device and that the cause of death could not be released. Attempts to obtain additional relevant information have been unsuccessful to date. The cause of death and relationship of the death to vns is unknown.